Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting diaphragm and cage were replaced. The unit was returned to service.

Event description:
The hospital report the unit had a 15lpm leak in manual mode. There was no report of patient involvement.